Event description:
It was reported that upon implantation of the cross connector, the surgeon tightened the locknuts but one of the three wasn't secured on the rod where it was placed. The device was removed and replaced. A second cross connector was implanted and the surgeon experienced that the issue. The cross connector was left implanted with one of the three sides loose on the rod. Patient outcome: no adverse effect reported as a result of this event.